Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within three weeks post-implant, there was a high number of short v-v intervals, with suspected undersensing and oversensing. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.